Event description:
Client reported that, six months after starting to use a zquiet, his dentist evaluated the porcelain implants on his front two teeth and determined that the posts were cracked. The client believes it was due to the pressure of the zquiet on his front teeth.

Manufacturer narrative:
The return of the device has been requested and a full investigation will be conducted on receipt of the device. However, it is unlikely that wearing the device could result in sufficient force on the teeth as to cause cracking of posts on a porcelain implants. No other reports of damage to implants have been received. A supplemental report will be provided after a full investigation has been conducted.